Manufacturer narrative:
No product was returned for evaluation but radiographs were provided confirming the event. It was reported the patient had fused from the previous procedures and had a history revision and continued pathology. Review of the reported event showed the patient was not observing post-op operative physical restrictions and was shoveling snow when the device issue occurred and is considered to be the consequence of excessive loading. No additional investigation required. Label review: "... Potential adverse events and complications - as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries..." "... Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)¿" "...while proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone¿" "these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant..." "...corrosion of the implant can occur. Implanting metals and alloys in the human body subjects them to a constantly changing environment of salts, acids, and alkalis, which can cause corrosion. Placing dissimilar metals in contact with each other can accelerate the corrosion process, which in turn, can enhance fatigue fractures of implants..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..."

Event description:
On (B)(6) 2020 a patient underwent a revision procedure to extend a construct to t5, from an existing t9-iliac construct, as a result of a vertebral fracture that occurred at t5 due to a continued decline in patient pathology. A subsequent revision occurred on (B)(6) 2020 where the construct was extended again to t2 due to another vertebral fracture occurring at t5 as a consequence of a continued decline in patient pathology. On (B)(6) 2022 while shoveling snow the patient heard a noise from their back so they contacted their physician and it was discovered that the patient had experienced a rod fracture between t8-t10. Bone fusion was complete and the patient was experiencing no pain. On (B)(6) 2022 a revision occurred where the damaged device was explanted and disposed of. No other details of the revision were available and patient is reported to be doing well post revision.